Event description:
During ICD change out, it was noted that there was an insulation damage on the yoke of the lead. It was suspected that the lead may have been cut with cautery but inconclusive. The physician chose to apply medical adhesive and capped the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.